Event description:
It was reported that high capture thresholds were observed shortly after this right ventricular (rv) lead was implanted. A lead dislodgement was suspected and confirmed by the physician by reviewing a chest x-ray. The patient was scheduled for a lead revision and after opening the pocket, the physician noted that the lead had moved further and was suspected to have perforated into the lung area. The procedure was abandoned. The next day, the patient underwent a second procedure, and this lead was successfully removed and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that high capture thresholds were observed shortly after this right ventricular (rv) lead was implanted. A lead dislodgement was suspected and confirmed by the physician by reviewing a chest x-ray. The patient was scheduled for a lead revision and after opening the pocket, the physician noted that the lead had moved further and was suspected to have perforated into the lung area. The procedure was abandoned. The next day, the patient underwent a second procedure, and this lead was successfully removed and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.